Manufacturer narrative:
(B)(4). Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08695 inches. Unit delivered properly all bolus programmed during testing. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2017 due to a blood glucose level of 408 mg/dl. The customer was treated through intravenous. Customer stated the insulin pump was not delivering insulin and their readings were from 312 mg/dl to 408 mg/dl. Customer indicated symptoms such as nausea and vomiting. Blood glucose level at the time of the call was 189 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. Customer completed troubleshooting and wanted the insulin pump replaced. The device will be returned for analysis.